Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was image loss of more than a minute during procedure. Please note that the procedure was completed successfully with no reports of adverse consequences.

Manufacturer narrative:
Alleged failure: this is from an order from 2018, however, equipment was recently installed. Two new transmitters were at the account- one worked and one did not. Sn (B)(6) turns on but does not send signal to monitors. This was noticed in first case- no pt harm or delay. Salesforce case number (B)(4). Update: happened several times on 3-23 to present: did happen during procedures, yes. List long enough to reboot and try to get signal again . Multiple times daily. Loss for more like a min at a time . The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root cause could be interference with other equipment defective token used or issue with the monitor. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was image loss of more than a minute during procedure. Please note that the procedure was completed successfully with no reports of adverse consequences.